Manufacturer narrative:
B3: the year of the event is 2024 but the exact day and month not provided. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device keeps alarming cassette not attached properly when the latch was in the closed position, even though it was not physically attached to the cassette. There was no patient involvement.

Manufacturer narrative:
Device evaluation: one device received for device analysis. Service history review identified the complaint was not related to a previous service of the device within the review period. Functional testing and visual inspection performed during analysis. The customer reported complaint was confirmed. It was found that the downstream occlusion(dso) sensor was damaged. The dso sensor was replaced.